Event description:
Resmed c-pap machine stopped working after less than 2 week use. Reported to resmed. A rep called on thursday to come to my home and 're-educate' me! But he knew nothing about a dead machine that might need replacement. Said he would call, come to my home with a machine the next day (thurs.) Never heard back. Emailed, called resmed again. No response. Then email to me telling me how to repair machine! Weekend came. Tried to call manager/doctor of sleep clinic at (B)(6) medical center. Their message transfer took me to the transplant dept. Now my health problem cannot get any resolve until monday, (B)(6) 2023. On monday, I called (B)(6) medical center for help. Message taker did not deem it serious enough to send as priority to the doctor! Then emailed maker/partner with resmed. Today, at 8am, a call from manufacturer, not resmed, said they are trying to find out what happened. I told them of my ignored, repeated attempts for help. Told them to send machine before another night without it. Today is one week without c-pap after numerous calls and emails. Seems my concern for my heath/life is limited to me. Note: my initial call to resmed was received by a person intent on reading a script, not listening to me. I should have realized then, that resmed is not a competent, client-centered organization.